Event description:
Healthcare professional (hcp) reported patient was injected with 0.9 ml in nasolabial fold, lips, glabella of juvéderm® volbella¿ with lidocaine. Three and half months later, patient caught a cold and further stated it was an upper respiratory tract infection, deemed not device related. The treated area became erythema and swollen. A few days later, the patient felt nodule in the treated area. Patient treated with amoxicillin and experienced that the material became lumpy. Patient was prescribed medrol 4 mg, methylprednisolon 32mg and clavulanic acid. Symptoms on going.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4).